Manufacturer narrative:
Product analysis: analysis was performed and found that the epg failed the incoming test due to worn atrial and ventricle heart wires, resting did not resolve the issue. It was also determined at analysis that the lower case was broken. The lower case, hanger, cover and bail covers have missing screws. The back label is damaged. The epg was not repaired as it was no longer serviceable. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance / repair as it was damaged from being dropped. The epg was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.